Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer received questionable results for two patient samples from coaguchek xs meter serial number (B)(4). Of the data provided, only the results for one patient were discrepant. The result from the meter at 2:20pm was 4.1 inr. The result 1.5 hours later from a laboratory was 2.8 inr. The reagent used was requested but was not known. There was no allegation of an adverse event. The patient had no heparin, antiphospholipid antibodies, no direct thrombin inhibitors, and no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. Retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.